Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there are grooves on the plateau of the implant in the posterior corners.